Event description:
It was reported that the 9800 system had an overload fault error code displayed during a case. Also, there was a popping noise from the x-ray tube. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and x-ray tube were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.